Manufacturer narrative:
Findings: unit power up properly after battery installation. Unit received with operating currents within specification . Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms noted. Low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector pump was monitored and functioned properly. Unit was received with minor scratches on case, stained serial number label and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had replace battery now alarm on insulin pump. The customer¿s blood glucose level was 100 mg/dl. The insulin pump will be returned for analysis.